Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker was in a supraventricular tachycardia (svt) rhythm and a manual burst of atrial pacing was delivered, followed by a 2.5 second pause on both the atrial and ventricular channels. After the pause, there was a pvp marker, indicative of post-ventricular atrial refractory period (pvarp) after premature ventricular contraction (pvc), and dr pacing resumed. A request was made to have data from this device analyzed. Data analysis discussed that after the atrial manual burst terminated, normal brady function coupled to the next right ventricular (rv) event. Per expected device function, the post-ventricular atrial refractory period (pvarp) extension followed the next rv no-sense (a two-second timeout), and then brady pacing resumed aftewards. This pacemaker remains in service. No additional adverse patient effects were reported.